Event description:
It was reported that a decreased pt's explanted generator was returned to the wrong facility. The generator has been returned and is pending product analysis. Good faith attempts to obtain info regarding the pt's death and device diagnostic history have been unsuccessful.